Event description:
It was reported by service report that the nurse call and bed exit were not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Incorrect dip switch settings.